Manufacturer narrative:
P-cap or reservoir locks properly into place. Insulin pump received error 38 during rewind due to corroded motor home switch and corroded electronic assemblies. Unable to perform displacement test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Motor tested outside the pump and received pump error 38 at rewind. Unit received with cracked case (battery tube). (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack on the battery compartment. The customer's blood glucose level was 193 mg/dl at the time of the incident. The insulin pump will be returned for analysis.